Manufacturer narrative:
MDR 3003442380-2024-01240 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced bent cannulas which led to high blood glucose level. A pump was used as corrective treatment. The insertion site of the infusion set was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.